Event description:
On (B)(6) 2013 the lay user/patient in USA contacted lifescan to report the one touch ping meter was giving the error 1 error message. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. . There was no indication that the product caused or contributed to an adverse event.